Event description:
Customer reported that the device failed to provide defibrillation shock to a male pt in cardiac arrest. A paramedic reported that the device was charged several times but failed to deliver energy in each case and showed the "leads off" or "connect electrodes" message using the third party defibrillator electrodes, kendall medi-trace cadence. Responders only had one set of electrodes and the first defibrillator shock was delayed by more than 13 minutes. The pt was subsequently shocked seven times but expired at the hospital. There were no further details on the event and/or pt provided.

Manufacturer narrative:
A clinical review of the reported event by physio-control determined that the device use may have contributed to the pt's outcome, as defibrillation was needed by ECG evidence from the event record and report of second responders, but provision of defibrillation was delayed greater than 30 seconds. Clinical review of the event record (ECG) impedance signal observed extreme amplitude exceeding the ECG trace, during the event. Furthermore, every instance of "paddles lead off" showed an extreme excursion in the impedance signal outside the detectable range. The impedance signal was high suggesting an interaction between the electrodes, user, and pt contributed to the outcome but the definite mechanism could not be determined solely on ECG review. Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure was not determined.